Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced swelling around the device pocket site. A pocket revision was performed and the cardiac resynchronization therapy defibrillator (crt-d) device was replaced at the time of the pocket revision to reduce the risk of infection. The cardiac resynchronization therapy defibrillator (crt-d) system remains active and in place. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.